Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that their pump was emitting a recurring call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the pump's black box recorded call service 078 alarms four times on 08/11/2014. The pump was exercised for 24 hours and the call service 078 alarm was not duplicated. The pump case was removed and the printed circuit board had no observable defects. The complaint could be observed in the pump's history, but could not be duplicated during the investigation.